Manufacturer narrative:
The customer contacted siemens to report the event. A siemens customer service engineer (cse) was dispatched to the site to inspect the instrument. The customer noticed that the ise buffer tubing was kinked behind the ise buffer pump. The cse replaced the ise buffer tubing, primed the ise buffer and ran quality control materials with acceptable results. A siemens headquater support center (hsc) representative reviewed the available data and concluded that the kink in the ise buffer tubing was preventing the flow of the ise buffer. The cause of the discordant, falsely low sodium (na), potassium (k) and chloride (cl) test results was due to a kink in the ise buffer tubing. The instrument is performing according to the specifications. No further evaluation of this device is required. Note: siemens received medwatch report mw5076916 from the FDA.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) test results were obtained on two patient samples from an advia chemistry xpt instrument. The initial results were reported to the physician(s). The same samples were repeated on the same advia chemistry xpt instrument and the corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium (na), potassium (k) and chloride (cl) test results.